Event description:
After being implanted with essure coils on (B)(6) 2017, about 5 months later, I had two severe migraine headaches about 3 months apart which started with prism lights in my left peripheral vision. About 10 months later, I started having the following symptoms: forearm pain, wrist pain, joint pain, elbow pain on my right arm, and extreme fatigue. Blood test results showed that I now have an under active thyroid. This has been confirmed by several blood tests and two different doctors. About a year after the implantation of the essure coils, I started experiencing frequent headaches that would begin at the base of my neck, and slowly move up the back of my head onto my forehead with mild pain on my upper jaw and teeth. I experience warm sensations on the back of my neck; upper back pain with tingling sensations starting at my spine and slowly moving across my upper back; tingling sensations on my fingers. The same forearm pain, joint pain, and elbow pain that I experience on my right arm, I now also have on my left arm. I continue to feel extreme fatigue. I also developed an extremely itchy rash on the base and neck. I also frequently experience what I would describe as flu symptoms and my body feels like I¿m coming down with a cold or flu, but I never get sick. That feeling comes and goes. I now have sharp, stabbing pains on my left hip. It¿s not a continuous pain, but a sudden stabbing pain that comes and goes and stops me at my tracks. Blood tests show that I continue to have an under active thyroid, but also show that I now have low testosterone levels. I have been prescribed amour thyroid for my under active thyroid, and testosterone cream to help with my low testosterone levels.